Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as between the yellow electrode and back therapy pad. The patient reported the electrodes were digging into the skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The cardiologist stated it was okay to remove the device at night. It is unclear if the cardiologist suggested the remove the device due to the irritation. The medical outcome is unknown.